Event description:
Boston scientific received information that this system exhibited low, out of range pacing and shocking impedance measurements and loss of capture. Additionally, oversensing occurred due to noise which resulted in inappropriate shocks and pacing inhibition with asystole of less than two seconds. It was noted that the device had physical damage to the header and fluoroscopy revealed that both of the associated leads were fractured. The system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. There were no arc marks found on the device case and no physical damage was noted to the header. A shock lead shorted fault was also confirmed. Also, it was confirmed that the output bridge had a shortened condition and the right ventricular output noted normal pacing and sensing and no noise was observed. These conditions were induced by a full energy shock delivered into a shortened lead in the field. No other adverse events were reported. This product issue will be updated if additional information is received.